Event description:
During the procedure (lap liver resection), it was observed that the white plastic was melting off the tip of the harmonic scalpel. Immediately stopped using and obtained another handpiece, following the failed device protocol. Also informed biomed who sent someone to our room. Biomed took device and was going to give it to csps after along with the form. Manufacturer response for harmonic harh36, harmonic ace®+ shears with adaptive tissue technology harmonic ace® ultrasonic shears, curved tip (per site reporter). Bio-med will review and the device will be returned to the manufacturer.